Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by constipation and an elevated white blood cell count. The cause of the peritonitis was unknown. The patient was hospitalized for an unknown indication the same day as the onset of the peritonitis. The patient was treated with unspecified antibiotics for the peritonitis. The patient was discharged from the hospital on an unspecified date within the same month as the peritonitis event. Patient outcome was not reported. No additional information is available.